Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that due to the sensor error her tandem insulin pump was not able to deliver any insulin. She felt nauseous and went to the hospital at 3 am on (B)(6) 2021. Her glucose value was 1100mg/dl. She was treated with levemir and novolog insulin. She was discharged from the hospital (B)(6) 2021 at 2:30 pm and stated her condition was back to normal. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.